Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A clot was noted in the venous line at the start of rinseback and the end of a routine hemodialysis treatment. Rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to clotting of the extracorporeal circuit at the end of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. There is no evidence to suggest that a device malfunction occurred. Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.